Manufacturer narrative:
(B)(4). The customer advised physio-control that they evaluated the device and verified the reported issue. They replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device was showing its service indicator and had logged a potentially critical event code. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.